Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-00618. It was reported that patient experienced ineffective therapy. Imaging showed that both leads had fractured. As a result, surgical intervention was undertaken wherein the leads were explanted to address the issue.

Manufacturer narrative:
The reported lead fracture was confirmed. Microscopic inspection of the returned lead a identified all broken wires approximately 16.5 cms from stim end. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.